Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2020-30796. It was reported the patient decided to have the scs system explanted due to the patient not receiving effective stimulation therapy. Surgical intervention is planned, but not yet performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-30796. Follow up information obtained identified the patient's scs system was removed.